Event description:
It was reported that approximately 20 days post implant of the right ventricular (rv) lead the patient died after experiencing syncope and cardiac arrest. It was found that on that day the rv lead experienced noise and oversensing and a lead integrity alert (lia) and a noise alert had triggered for the lead. Additional circumstances surrounding the patient¿s death was provided where the patient appeared to have multiple ventricular fibrillation (vf) episodes at home that day and during the time of the episodes the patient may have stood up from their chair and then passed out fell forward on their face and head. An ambulance was called and paramedics started CPR (cardiopulmonary resuscitation) and rushed the patient to the hospital where CPR continued until the patient was pronounced dead. Review of the episodes showed multiple episodes of vf, nsvt (non-sustained ventricular tachycardia), and high-rate episod es. The patient had a medical history of complete av (atrioventricular) block, spontaneous vt (ventricular tachycardia), and was a diabetic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 -addition of imf code (annex f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.